Manufacturer narrative:
This report is submitted on may 29, 2020.

Event description:
Per the patient, she experienced a protrusion of the internal magnet through the skin. The implant remains in-situ.

Manufacturer narrative:
It was reported that the internal magnet was explanted due to infection and extrusion at site. Clinical management is ongoing. This report is submitted on 26 august 2020.